Event description:
An optometrist reported a case of bilateral trace punctate epithelial keratitis (pek) and dry eyes at one year post lasik treatment. Patient noted decreased vision at night. Reporter indicated the patient has refused any further follow up care at their location and no resolution of symptoms can be accurately determined. Upon additional follow up, reporter indicated the patient issue has improved; however still undergoing treatment with another provider. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).